Event description:
Info received indicates the nurse call is not functioning.

Manufacturer narrative:
The tech found broken pins on the communication cable. He replaced the communication cable to repair the bed.